Event description:
This pi is for revision of the patient's left knee on (B)(6) 2022. In reporting a revision of the patient's left knee on (B)(6) 2023, rep obtained a prior surgery sheet for a revision performed on (B)(6) 2022. Reporting rep was not the stryker rep present for the surgery and does not know the reason for revision. A femoral component with cemented stem, extender, and augments along with a 5x16 ts insert were implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not returned to the manufacturer.